Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of shutting down during an infusion was not reproduced. The device was received with tape over the battery contact pins and once the tape was removed, the device was able to charge the customer's battery with the customer's ac power adapter without failure. A test infusion was ran to depletion with the device and customer's battery and the pump did not power off without warning during use. No visual abnormalities that could cause or contribute to the reported problem was observed on the pump. A review of the event history log (ehl) revealed two occurrences of" improper shutdown". Approximately 17 hours and 49 minutes prior to the first occurrence, a battery error 1 alarm occurred. The event history log revealed the power cord was unplugged when the device was running and then the improper shutdown" occurred once the pump was powered back on. An ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The customer's battery was also tested separately with a known good pump, and an improper shut down was not experienced. Visual inspection of the customer's battery module, found corrosion on the battery contact pin. Corrosion can cause improper shutdown with out warning. Spectrum's iq operation manual notes "it is important to remove the battery module to ensure proper cleaning of the battery terminals, as well as to prevent any power from being applied to pump circuitry while liquid cleaning solution is present, which may cause corrosion. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump powered off without user input during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.